Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was oversensing far r-waves. No resolution was reported, and the patient was to be monitored. The patient was stable.